Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that post subcutaneous implantable cardioverter defibrillator (s-ICD) the patient was admitted for intervention for rate control of atrial fibrillation with hypotension. No additional adverse patient effects were reported.